Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Visual inspection of the as returned product identified damage to the threads, likely due to cross-threading, that prevented full merging of the collar with testing implants as reported. Functional testing was performed for the returned product and found that it could not merge with compatible in-house testing implants as reported. Documents reviewed: IFU 9658 rev 1-01/15 instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs. Information identified: applicable information can be found in the "one stage surgical protocol" section (seat the healing collar into the implant with a 1.25mmd hex tool, ensuring the healing collar and hex tool are in alignment with the axis of implant for proper thread engagement, and then use finger pressure to tighten. Do not use a surgical motor. Once the healing collar is fully seated into the implant, a restorative torque wrench may be used to tighten the component at a setting of 10 ncm. If desired, a periapical radiograph may be taken to verify the healing collar is fully seated. Note: if resistance is felt or the healing collar seems difficult to seat, the healing collar may be misaligned with the axis of the implant. Then back out the healing collar and rethread it into the implant in proper alignment.) DHR review was completed for the subject lot number (2018062086). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2018062086) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following section(s) have been updated: h3: device evaluated by manufacturer: change 'no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the healing collar would not thread into the implant.